Event description:
It was reported that following aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The introducer was removed with the balloon catheter together as a single unit. No report of pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported for this failure mode to date for corporate lot number pln00220. The device was not returned. Images were not provided. Therefore, the investigation is inconclusive. The instructions for use lists applicable complications and/or provides applicable warnings, precautions or use instructions.